Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the criteria for the right ventricular lead integrity alert were met. Impedance on the rv (right ventricular) pacing lead was beyond the expected upper range; and oversensing due to non-physiologic signals/sic (sensing integrity counter). Nineteen non-sustained episodes with ventricle-ventricle intervals less than 220 milliseconds on (B)(6) 2016. There were 383 ventricle-sics since last session 1.2 days ago. Lead failure predictor triggered on (B)(6) 2016 for ventricle-sics and non-sustained tachycardias. Rv pace impedance steady at approximately 406 ohms through (B)(6) 2016, rises to 1387 ohms by (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: dtba1d1 ICD: implanted: (B)(6) 2015.

Event description:
It was reported by the patient that they heard an alerting sound. A transmission noted the right ventricular (rv) lead triggered lead integrity alert (lia) for noise, high sensing integrity counter (sic), and high impedance due to a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.